Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter displays high (reading above 600 mg/dl). A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages with self-adjusting insulin. Reportedly, (unspecified date) at 8 am, the subject meter displayed the high (reading above 600 mg/dl). As a result of the "high" message, the patient reportedly increased his insulin at 8:15 am while he received IV glucose treatment at the emergency room. It is not clear as to the timeline of the patient's action and medical intervention. The patient obtained a blood glucose reading from another device but was unable to provide any numeric blood glucose reading. The patient did not have any symptoms. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment at the ER, why the patient was treated with IV glucose, and what blood glucose readings the patient obtained during her ER visit. During troubleshooting, the customer care advocate verified that the test strips have been opened less than the discard date, and was stored properly. This complaint is being reported because the patient claimed he received treatment at the ER that can be suggestive for hypoglycemia 15 minutes after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.